Event description:
On (B)(6) 2018 lvad (left ventricular assist device) placed. On (B)(6) 2024- placed thoratec heartmate 3 outflow graft clip manufacturer: abbott diagnostic model/catalog number 10012390gbl. On (B)(6) 2024- patient had progressive dizziness and presyncope with ambulation. Cta (computed tomography angiography) revealed possible outflow graft obstruction. On (B)(6) 2024 -revision of outflow graft and relief of outflow graft obstruction, placement of locking device on the outflow graft and pump housing. On (B)(6) 2024- implanted thoratec heartmate 3 outflow graft clip manufacturer: abbott diagnostic model/catalog number 10012390gbl lot# 8349481.